Event description:
The reporter indicated that a toric implantable collamer lens was implanted in the patient's eye. Low vault was reported and a lens exchanged is planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a vticm5_12.1; -7.00/2.00/054 (sphere/diameter/axis) diopter implantable collamer lens was implanted in the patient's eye on (B)(6) 2021. Low vault was reported without rotation. Reportedly the patient decided on going back to wearing glasses. On (B)(6) 2023 the lens was explanted. Problem resolved. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).